Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus that required intervention. It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr). During a mitraclip procedure, the steerable guide catheter was inserted over the extra stiff guidewire. Thrombus formation was noted, even though act levels were more than 250. Heparin was increased. An attempt to aspirate and remove the thrombus from the device was unsuccessful. It was decided to remove the dilator/sgc assembly and the guidewire. The thrombus was on the guidewire outside the dilator and guide, aspiration was performed and the assembly retracted to the right to make sure the thrombus would not detach from the extra stiff guidewire. The thrombus was removed along with the device. A new sgc and guidewire were prepared. The procedure was uneventful with excellent reduction from grade 4 mr to grade 1 mr. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.